Event description:
It was reported that when connecting the electrode to the extension it did not ¿adjust.¿ it was noted that a change and electrode extension was performed. It was noted that the last contact of the electrode was observed longer. It was noted that there was no patient harm, injury, or death. It was noted that there were no further actions required as a result and the patient outcome was steady. It was noted that a new lead and extension were used.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension. (B)(4).